Manufacturer narrative:
The reagent lot number was 80301501 with an expiration date of 31-aug-2025. The field service engineer found the reaction cells were overflowing. He adjusted the fill volume. On the day of the event, there were abnormal sample aspiration alarms, which indicated a possible pre-analytical issue in the laboratory. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas c 503 analytical unit. One example was provided of an initial result of 1.41 mmol/l and a repeat result of 1.97 mmol/l.